Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm voluma® xc and 1 syringe of juvéderm® ultra xc. Patient received additional 1 syringe of juvéderm voluma® xc and 1 syringe of juvéderm® ultra plus xc about 3 months later; patient was given ice and arnica. A month later, patient received routine dental cleaning. Patient developed 3 ¿ulcerated¿ nodules at sites of juvéderm voluma® xc injections, including large pocket of erythema and swelling under right eye. Patient received antibiotic treatment, but nodules did not improve and had impatient hospital stay. Patient had a ¿punch biopsy¿, which showed fibrosis and fat necrosis with acute, chronic, and granulomatous inflammation. Patient reported skin rashes on legs which eventually led to initial swelling in the patient's face. Symptoms ongoing. Event has let to unspecified permanent damage. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00338 (allergan complaint # (B)(4)), MDR ID # 3005113652-2020-00294 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2020-00293 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.